Event description:
No new event description information to report at this time.

Manufacturer narrative:
Investigation evaluation: a review of the complaint history, device history record, documentation, as well as a functional test, visual inspection and dimensional verification of the device was conducted during the investigation. The customer returned fourteen unopened 8.5fr mac-loc catheters for evaluation. No biological matter was present on the device, with no additional surface damage noted. The catheters were returned in an unlocked position. A leak test was conducted and confirmed the presence of a leak between the catheter tubing and connector cap on the eleventh catheter. Tug and twist tests revealed that the proximal assemblies of the catheters were secure. Upon removal of the connector caps, the suture strings were either found to be normal, or wound in the threads. The flares appeared to have lips, were lopsided and were possibly missing portions, but due to the compression of the flare within the cap and the potential for damage upon removal, it cannot be determined if the flares were manufactured to specifications. Dimensional analysis confirmed that the device and components were manufactured to the correct specifications and tolerances. However, the number of threads showing on the cap of the eleventh catheter were found to exceed what was detailed in the manufacturer¿s specifications. Additionally, a document based investigation evaluation was performed. Based on the review of current documentation, inspection activities are in place to prevent the release of nonconforming product related to the reported failure mode. Risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The technical files covering the catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record was conducted and showed no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with lot 8772906 or similar device lots. The instructions for use (IFU) advise the user to inspect the device prior to use to ensure that no damage has occurred. Based on the information provided, examination of the returned product and the results of our investigation, a definitive root cause could not be established. Appropriate measures have been taken to address this failure mode. Per the quality engineering risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: quality engineer. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was discovered during manufacturer bench testing on unopened, returned ultrathane mac-loc locking loop multipurpose drainage catheters that one device leaked. This device and thirteen other devices of the same lot were returned against the complaint recorded in MDR 1820334-2018-02163.